Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed, pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the event. Customer reported receiving a pump error. Customer was able to clear the error and complete the rewind process but pump did not pass displacement test. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the self test and active current test. Pump failed sleep current test. However, constant pump error 37 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy test and occlusion test due to pump error 37 alarms. Pump¿s history and trace files downloaded successfully using thump software. Pump error 37 confirmed in the pump history/trace files on (B)(6) 2024 at 15:21:10.000 and 15:22:04.000 and pump error 43 confirmed in the pump history/trace files on (B)(6) 2024 multiple times starting at 11:35:10.000 until 22:25:28.000. Pump was cut open to perform visual inspection and found corrosion damage on the motor, keypad flex connector and pcba 1. The motor was tested outside of the device on the ngp stb3 and received pump error 37 at rewind. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded home switch, scratched case and pillowing keypad overlay. Alleged pump error 43 alarms confirmed in the pump history files on (B)(6) 2024 due to corroded motor home switch. Pump error 37 and device test failed confirmed due to moisture damage on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.